Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. Instructions for use: related to this event: impella 5.5 & cp: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ impella 5.5, cp, rp, & rp flex: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿

Event description:
A 72-year-old male presented for impella support in the catheterization lab during an st-elevation myocardial infarction (stemi). Pericardiocentesis was performed and a ventricle perforation was discovered. Emergent repair was required. The repair was completed, however, the patient expired the next day following continued bleeding for chest tubes and profound cardiogenic shock.

Manufacturer narrative:
The following fields have been corrected. D1. Corrected brand name. E1. Doctor added. Remove abiomed from first name. Remove physician from middle name. Added phone number. G1. Corrected manufacturer name, street address, city, state, country and fax number. H3. Was the device evaluated by the manufacturer? Added no. If the device was not evaluated... Added other (code unspecified, describe in h10).

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-01954 was provided in sections b2, b5, d6a, d6b, h1, and h6.